Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2016, the helical blade coupling screw broke into two (2) pieces. The part that gets impacted with a mallet broke off. The helical blade was able to be inserted successfully with no problem and the helical blade coupling screw was removed easily. Another part was not needed to complete the procedure as the helical blade was already inserted. Additional x-rays were not taken as it wasn't needed. There was no harm to the patient and procedure was completed successfully. There was no reported surgical delay. This complaint involve 1 part. Concomitant devices reported: unknown helical blade (part# unknown, lot# unknown, quantity 1). (B)(4).